Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that alaris pump micron filter 0.2 did not work, keytruda would not flow through the filter and needed to be wasted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2434-0007 lot number 23105565 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.